Event description:
Unomedical reference number (B)(4). Event occurred in the united states. . It was reported that the infusion set fell off after two days. No further information available.

Manufacturer narrative:
E1 (B)(6).